Manufacturer narrative:
For one of the pending events, the investigation determined the service actions resolved the issue. Follow up actions for this event include: the field service engineer found that the rinse assembly was not secured. The rinse assembly was re-seated. Sample and reagent probe adjustments were performed and this resolved the issue. For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For one of the pending events, the investigation determined the service actions resolved the issue. Follow up actions for this event include: the field service engineer discovered a tube was broken on the rinse station. He replaced the broken tube. He performed other system checks, cleansings, and adjustments. For one of the pending events, the investigation determined the service actions resolved the issue. Follow up actions for this event: the field service engineer replaced the gear pump, verified pressure and checked tubings and wash stations. The customer had no further issues following the service visit.

Manufacturer narrative:
For twelve events, the investigation determined the service actions resolved the issue. Follow up actions for one of these events include: the field service representative did not find a cause. He re-attached a waste line to the rinse mechanism. Follow up actions for one of these events include: the field service representative found the reagent probe was damaged and replaced it. Follow up actions for one of these events include: the field service engineer determined there was a failure of the gear pump head and after replacing the lamp, the absorbance was high. The gear pump head, diaphragms, heat cut filter, lamp, and reaction cells were replaced. Mechanical checks, calibration, and controls were run successfully. Follow up actions for one of these events include: the customer replaced the sample probes and reagent packs. Follow up actions for one of these events include: the field service engineer discovered a small tear in rinse tubing at the dispense nozzle which was causing a leak. He replaced the tubing with the tear. He performed qc with acceptable results. Follow up actions for one of these events include: the field service engineer completely inspected the system and confirmed water and gear pump function. The rinse mechanism function was checked. Gel was found on the probe. Precision checks were performed and the results were good. The customer monitored controls and controls were drifting. Mixers were replaced. More precision studies were performed and these were acceptable. Patient correlation studies were performed and results were excellent. Follow up actions for one of these events include: the field service engineer performed adjustments of sample probes a and b and verified reagent probe alignments, cell rinse levels, and pump pressures were at the recommended levels. He replaced all rinse tubings and clamps on rinse mechanisms 1, 2, and 3. He primed the cell detergent, adjusted the rinse mechanisms to cuvette openings and verified the cuvette fill levels. Follow up actions for one of these events include: the field service engineer found the cuvette rinse volume was to high and adjusted it. Precision testing was within specification. Qc was in range. Follow up actions for one of these events include: the field service determined the cuvette washing was not performing well as a needle of the wash station was dripping. A valve and tubing were exchanged. Precision studiers were performed and were within specifications. Follow up actions for one of these events include: the field service engineer found damaged rinse mechanism tubing and replaced it. Qc was acceptable. Follow up actions for one of these events include: the field service engineer (fse) found a reagent/carryover issue and replaced and adjusted the reagent probes. Cell blank water was above the top of the cuvette; the fse adjusted the cell rinse levels. Precision results were within specification. The customer ran acceptable qc. The customer has had no further issues. Follow up actions for one of these events include: the field service engineer (fse) found a partially clotted rinse nozzle. The fse checked, cleaned and flushed all rinse nozzles and rinse tubing. The fse also adjusted and replaced other parts of the instrument. Precision results were within specification. The customer ran qc with acceptable results. For three events, the investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions for one of these events include: the field service representative checked various parts. He found a hole in the tubing and replaced it and adjusted cuvette rinse levels. He ran mechanical checks and qc which passed with acceptable results. Follow up actions for one of these events include: the field service engineer found a rinse tubing leak at the rinse unit. A clot was found in the sample probe. The probe was cleaned. There were no follow up actions for one of these events. For four events, the investigation is ongoing. Follow up actions for one of these events include: the field service engineer checked the rinse unit for any leakage, adjusted a sample probe wash volume, checked the gear pump pressure, and checked the pressure sensor. He performed a mechanism check and checked the alignments. After service, the customer performed qc. The customer performed performance testing. The results from the performance testing failed. Follow up actions for one of these events include: the gear pump pressure was adjusted and multiple parts of the instrument were changed and/or cleaned. Precision testing results suggest an issue with the ultrasonic mixers. For one event, the investigation determined that based on the hardware check results, the malfunction is consistent with maintenance issues. Follow up actions for this event include: several parameters from the instrument hardware check failed. For one event, the investigation determined debris was found clogging a rinse nozzle. Follow up actions for this event include: the debris was removed and the rinse nozzle was cleaned. The analyzer was decontaminated and a valve was cleaned. Performance testing was run and this passed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable results were generated by cobas 8000 c702 module analyzers. The events involved an unspecified number of patient samples with the following: 20 questionable results for ca2 calcium gen.2 10 questionable results for crej2 creatinine jaffé gen.2 5 questionable results for crep2 creatinine plus ver.2 1 questionable result for albt2 tina-quant albumin gen.2 2 questionable results for total protein gen.2 an unspecified number of results for phos2 phosphate (inorganic) ver.2 1 questionable result for mg2 magnesium gen.2 three patients were aged 52 - 60 years. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were three females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.